Event description:
It was reported that an attempt was made to implant the stent; however, the attempt failed, as the stent delivery system (sds) balloon ruptured at 10 atm. The sds balloon only inflated in the distal part of the stent, and not the proximal part; therefore, only expanding the distal end of the stent. The sds was deflated using syringes. The guiding catheter, the guide wire, and the sds were removed as a single unit. During removal the stent became caught on the lesion, and dislodged the stent. The dislodged stent was removed successfully using a snare device.